Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.